Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and noise. A possible lead fracture was noted. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead, implanted 2004 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Lead failure predictor triggered on (B)(6) 2014 for ventricular short interval counts (v-sic) and non-sustained tachycardia (nst). Previous session recorded 27 sic/day, this session 168/day. Episodes were cleared or not interrogated; no data available on save to disk. Printouts show nsts with short intervals.